Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a kinetix guide wire. The shaft and the remainder of the device were checked for damage. The device showed a separated tip and was not returned per the customer¿s complaint. The missing section measured approximately 3cm long. This measurement was gathered from taking the length of a finished product (185cm) and subtracting the returned product length (182cm) and the remainder (3cm) was the missing piece. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the right coronary artery (rca). A185cm 5 pk kinetix plus guidewire was advanced to the target lesion. However, during procedure, it was noted that the wire tip broke off in the small branch of the rca. A stent was then used to cover the detached tip into the vessel wall. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Age at time of event: over 21 (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the right coronary artery (rca). A185cm 5 pk kinetix plus guidewire was advanced to the target lesion. However, during procedure, it was noted that the wire tip broke off in the small branch of the rca. A stent was then used to cover the detached tip into the vessel wall. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.